Event description:
Customer asking "if you look at your coven test results more than 30 minutes after taking the test, it is possible to get a false positives" most likely inqury but will still report it here .

Manufacturer narrative:
There is nothing to confirm if the customer had in fact used the antigen kit to do the test. Initial report suggests that the customer/user had only inquired about possible false positive results. Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown customer/user was inquiring regarding false positive results if possible. If test was actually performed or administered, per ihealth IFU, as indicated under step 6: read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes.